Manufacturer narrative:
The current instructions for use contains the following: "precautions - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost." Potential root cause not identified. There is no conclusive evidence provided that supports or opposes whether the product caused or contributed to the reported permanent damage. Based on the available information, the patient had permanent damage in the form of reported tooth loss, and the product was being used. Therefore, an MDR will be filed in the united states per 21 cfr 803. There is no conclusive evidence to confirm the date of the event, and the date (b3) is based on the timelines reported to align and compared to patient information.

Event description:
The treating doctor reported that the patient had symptoms of loss (tooth #27) and indicated that the patient presented with sinusitis of the left maxillary sinus involving the bone of the entire area of the tooth loss. It. No additional information is available at this time. Attempts to obtain additional information about the event were unsuccessful.